Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the electrode fracture was unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va0veqt, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received regarding a patient implanted for parkinson's disease (pd). In (B)(6) 2016, it was reported there was occurrence of the posterior part of the ear rupture and leakage of acupuncture. The physician found the patient's ear mastoid skin ruptured. It was later clarified that the physician found ulceration behind the patient's ear and he felt tingling. A month later, the patient went in for another consultation and it was identified that the patient had a skin ulcer on the mastoid of posterior ear. The patient continued to feel tingling in the area of the ulceration. Mid (B)(6), the patient had an ulcer-like infection on the mastoid of the posterior ear. This was identified via an impedance test and examination. The impedance was higher than normal (> 10,000 ohms). The patient suspected a connection failure (fracture) between the electrode and wire. It was noted that with the combination of the ulcer and infection symptoms on the posterior ear and the feeling experienced, an electrode fracture was determined. The electrode was replaced and the patient achieved good recovery without any uncomfortable symptoms.